Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient was having issues with their ins. The caller confirmed the patient needed the device implanted for urinary retention and that the patient currently had a catheter because they have been unable to empty their bladder since sunday. The patient was currently admitted in the hospital. The caller transferred the agent to the patient. The patient explained they had an MRI on sunday and noticed they were experiencing urinary retention after the MRI was completed. The patient also said they were unable to feel the stimulation after the scan. The patient said in an attempt to manage the retention and feel the stimulation they increased the amplitude, but went from feeling nothing to getting "zapped" at their testicles in just one upward tap of the amplitude adjustment. The patient said they turn the therapy back down right away, but had still been unable to feel therapy since the MRI. The patient was able to successfully connect to ins on the call and confirmed therapy was on, but that they couldn't feel anything. The agent suggested paging a manufacturing representative (rep) to come out and interrogate the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative (rep). Patient rep called that was the patient's wife. He said the patient has an autoimmune disorder they just haven't identified which one. On (B)(6) 2024 the patient was having severe muscle spasms and couldn't move: neck, back, ribs, legs, arms, feet. He went to the ER on (B)(6) 2024 and they did an MRI on (B)(6) 2024. The husband said they shut off his stimulator instead of putting it into MRI mode, and when they turned it back on the stimulation was at where it was left at. When they turned it back on, he screamed because it felt like he was getting electrocuted. The patient can't get to the setting he was at before the MRI or he feels like he is getting electrocuted in the testicles. The patient has to now push to urinate ever since the MRI. They think something happened from the MRI. Patient when in the hospital they had to cath the patient a couple times because he was holding 1400 cc's and didn't feel anything. Patient has to go to an inpatient rehabilitation hospital. The wife said she bumped her husband with the shopping cart right where the stimulator is probably a week before the spasms started. They took him across to west virginia and had him looked at. The neurologist believes the bladder stimulator is miss firing. The doctor doesn't deal with them specifically, but he said based on how the muscles are acting he believes this is the cause. When the patient is lying in bed and crosses his leg with the left leg over the right leg he feels an extra jolt in testicles that was so much he has to put his legs straight. Wife said they called the medtronic rep leslie (last name unknown) two weeks ago. She said she was going to call them back and never did. They have talked to the patient's managing doctor and he said to call medtronic. Sent email to field rep requesting they call the patient rep.